Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - spain.

Event description:
It was reported during surgery after connecting the air hose to the dermatome and unlocking the safety trigger, there is no movement in the blade and a "leak of air" sound is heard. Connections are checked and replaced with a new hose. The blade is removed, and it is seen that the stem where the blade is inserted is blocked and does not oscillate despite having checked the rest of the systems. There was about one hour delay reported. No harm was reported. Diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h6, h11.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the reciprocation arm was worn and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.